Event description:
It was reported that this patient presented to the emergency room (ER) for evaluation of chest pain 5 days post right ventricular (rv) lead implant. X-ray imaging confirmed rv lead perforation. A revision procedure was scheduled immediately, and the lead was successfully pulled back and repositioned. No additional adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this patient presented to the emergency room (ER) for evaluation of chest pain 5 days post right ventricular (rv) lead implant. X-ray imaging confirmed rv lead perforation. A revision procedure was scheduled immediately, and the lead was successfully pulled back and repositioned. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e233001 and impact code f2203. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of perforation, ventricular was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not required further review. The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this patient presented to the emergency room (ER) for evaluation of chest pain five days post right ventricular (rv) lead implant. X-ray imaging confirmed rv lead perforation. A revision procedure was scheduled immediately, and the lead was successfully pulled back and repositioned. No additional adverse patient effects were reported. This rv lead remains in service.